Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion test could not be performed due to the motor error alarms. The pump was received with cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube window, cracked reservoir tube, and a missing end cap sticker. The reservoir stays locked in place.

Event description:
The customer reported via phone call that her insulin pump had a cracked reservoir tube lip and that the pump was alarming with no delivery due to the damage. The patient's blood glucose at the time of incident was 445 mg/dl, which she treated with a manual insulin injection. The customer stated that the reservoir will not screw in tightly. She also stated that she never dropped the pump, and that the reservoir damage may be attributed to wear and tear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.